Event description:
It was reported, the evis exera iii bronchovideoscope screen became black and showed no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image disappeared at bending event due to damage of image sensor unit during device handling by the user. Regarding cause of damage to the image sensor unit, it is presumed that irregular stress was applied to insertion section, which led to the damage. The event can be detected and prevented by following the instructions for use. "Important information ¿ please read before use precautions: caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the image sensor." "Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." "3.8 inspection of the endoscopic system -inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal." "5.1 troubleshooting if any irregularly is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, 'withdrawal of the endoscope with an irregularity'." Inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.